Event description:
Reprise IV study it was reported that the patient experienced complete heart block (chb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the 26.6 mm, minimally calcified native aortic valve was attempted to be treated with 27mm lotus edge valve (24248122). The lotus edge valve (24248122) was initially placed too high and unsheathing was asymmetrical. The valve was partially resheathed and repositioned in accordance with the directions for use (dfu). During unsheathing, the valve again appeared to be asymmetrical. While attempting to lock the valve, it was noted that the right coronary cusp (rcc) post was twisted and jammed. A partial resheath was attempted to help mitigate the twisted post. The post remained twisted and the lotus edge valve (24248122) valve was unable to be locked. The valve was forcefully resheathed and successfully removed from the patient. The lotus edge valve (24248122) was exchanged for a second 27mm lotus edge valve (24248123). There was correct positioning of a second 27mm lotus edge valve (24248123) into the proper anatomical location. Electrocardiogram (ECG) post index procedure revealed left bundle branch block with qrs duration of 174 milliseconds. Electrophysiology study revealed hv interval of 81 milliseconds and a non-bsc pacemaker insertion for backup right ventricular (rv) pacing in case of complete heart block was recommended. One (1) days post index procedure, a single chamber pacemaker was implanted and during the procedure, subject was noted to be in complete heart block. At this point, temporary transvenous pacemaker was placed. Four (4) days post index procedure, ECG revealed sinus rhythm with complete heart block and wide qrs rhythm and rbbb and left posterior fascicular block. The subject continued to be in complete heart block, hence biventricular pacemaker was recommended. A biventricular pacemaker was implanted. The event was considered to be resolved. Five (5) days post index procedure, the subject was discharged on aspirin.

Manufacturer narrative:
The reported event of complete heart block cannot be confirmed by the available angiographic procedural media. The lotus edge valve associated with this complaint was successfully locked at all three positions and released without issue. The valve was deployed in an acceptable location. The final contrast assessment showed no evidence of paravalvular leak (pvl).

Event description:
(B)(6) study. It was reported that the patient experienced complete heart block (chb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the 26.6 mm, minimally calcified native aortic valve was attempted to be treated with 27mm lotus edge valve (24248122). The lotus edge valve (24248122) was initially placed too high and unsheathing was asymmetrical. The valve was partially resheathed and repositioned in accordance with the directions for use (dfu). During unsheathing, the valve again appeared to be asymmetrical. While attempting to lock the valve, it was noted that the right coronary cusp (rcc) post was twisted and jammed. A partial resheath was attempted to help mitigate the twisted post. The post remained twisted and the lotus edge valve (24248122) valve was unable to be locked. The valve was forcefully resheathed and successfully removed from the patient. The lotus edge valve (24248122) was exchanged for a second 27mm lotus edge valve (24248123). There was correct positioning of a second 27mm lotus edge valve (24248123) into the proper anatomical location. Electrocardiogram (ECG) post index procedure revealed left bundle branch block with qrs duration of 174 milliseconds. Electrophysiology study revealed hv interval of 81 milliseconds and a non-bsc pacemaker insertion for backup right ventricular (rv) pacing in case of complete heart block was recommended. One (1) days post index procedure, a single chamber pacemaker was implanted and during the procedure, subject was noted to be in complete heart block. At this point, temporary transvenous pacemaker was placed. Four (4) days post index procedure, ECG revealed sinus rhythm with complete heart block and wide qrs rhythm and rbbb and left posterior fascicular block. The subject continued to be in complete heart block, hence biventricular pacemaker was recommended. A biventricular pacemaker was implanted. The event was considered to be resolved. Five (5) days post index procedure, the subject was discharged on aspirin.